Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 120 mg/dl, 226 mg/dl, 89 mg/dl and 407 mg/dl. These results were found in the meter memory and do not match the results that were initially reported by the patient of 450 mg/dl, 260 mg/dl, and 120 mg/dl.